Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. It was noted that the device had a successful transmission without noted intervention. There were no patient consequences.